Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing a burning sensation at the ins site when therapy is turned on and the amplitude it 'high.' It was noted that the burning sensation was not present when recharging. Impedances were within normal limits and x-ray images showed no lead damage. The rep was unable to recreate the burning sensation when meeting with the patient.